Event description:
It was reported that ¿I have a concern about the baclofen pump. My friend told me her pump only worked for two years then it stopped working. So she had she had her pump removed.¿ no further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).